Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23367.

Event description:
The complainant had an impella cp pump placed for support of a patient who was admitted and arrested three times with many cardiac comorbidities. It was reported that the patient had no pulse in either limb. The patient received a total of five liters of cyrstalloid, four units of packed red blood cells, 500 albumins, and bicarbonate was given. Axillary aline was placed. The following day, the patient was not expected to survive and was made do not resuscitate order. It was further reported that the patient expired while on support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿